Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a segura basket was used during a cystourethroscopy, with ureteroscopy and/or pyeloscopy; with lithotripsy including insertion of indwelling ureteral stent (e.g. Gibbons or double j-type) procedure performed on (B)(6) 2018. During procedure, ureteral perforation occurred. Stent contour 6x30 16725 and stent ureteral 6x24 contour 2162 are possible treatment.